Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crtd) including this right atrial (ra), right ventricular (rv) lead and left ventricular (lv) lead were explanted due to unknown reasons. No additional adverse patient effects were reported. Additional information was received this crtd system was explanted due to infection in the pocket. No additional adverse patient effects were reported.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crtd) including this right atrial (ra), right ventricular (rv) lead and left ventricular (lv) lead were explanted due to unknown reasons. No additional adverse patient effects were reported. Additional information was received this crtd system was explanted due to infection in the pocket. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Analysis of the returned product is not able to provide relevant information for infection related allegations.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) including this right atrial (ra), right ventricular (rv) lead and left ventricular (lv) lead were explanted due to unknown reasons. No additional adverse patient effects were reported.